Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Pre-implant balloon valvuloplasty (pre-bav) was performed using a 20mm, unspecified balloon. Blood pressure was observed to dropped. During the procedure, the valve was able to be implanted. Pericardial effusion was observed in the lateral wall of the heart; physician(s) confirmed the presence of cardiac tamponade; pericardiocentesis and cardiopulmonary resuscitation (CPR) were performed. The patient was stabilized with aortogram showing no severe leakage. Pericardiocentesis was stopped given the patient being recovered but they deteriorated and the patient was transferred to undergo a surgical intervention. Upon surgery, perforation was observed in the left ventricle lateral wall resulting in bleeding. The patient had extended hospitalization. The user believe that the pericardial effusion was due to the non-abbott wire. On the following day, the patient was extubated and in a stable condition.